Manufacturer narrative:
Device evaluated by MFR: the ranger was returned for analysis. The returned device was attached to a boston scientific encore inflation unit and the balloon was inflated to its rated burst pressure of 14 atm and a pinhole leak was noted 18mm proximal from the distal markerband. The markerbands and tip section of the device were visually examined, and no issues were noted. A visual and tactile examination of the hypotube shaft found no issues. No other issues were identified with the device.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the superficial femoral artery. A 6.0 mm x 100 mm, 135 cm ranger balloon catheter was advanced for dilation. During inflation, the balloon burst before it reached nominal burst pressure (nbp). The procedure was completed with another of the same device. There were no patient complications as a result of this event. It was further reported that the target lesion was 89% stenosed, mildly tortuous and mildly calcified. The device was removed from the patience slowly and carefully.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the superficial femoral artery. A 6.0 mm x 100 mm, 135 cm ranger balloon catheter was advanced for dilation. During inflation, the balloon burst before it reached nominal burst pressure (nbp). The procedure was completed with another of the same device. There were no patient complications as a result of this event.

Manufacturer narrative:
Investigation results: device technical analysis: upon receipt at our post market quality assurance laboratory, the returned device was attached to a boston scientific encore inflation unit, and the balloon was inflated to its rated burst pressure of 14 atm and a pinhole leak was noted 18mm proximal from the distal markerband. The markerbands and tip section of the device were visually examined, and no issues were noted. A visual and tactile examination of the hypotube shaft found no issues. No other issues were identified during the product analysis. Device history record (DHR) review: it was confirmed this device met manufacturing specifications prior to distribution and there were no manufacturing deviations that could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed that the content was sufficient and did not contribute to the reported event; therefore, no updates are required to the document at this time. Risk review: a review of the ranger (dcb) device confirmed that the reported event is a known event defined in the product's risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of adverse event related to patient condition.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the superficial femoral artery. A 6.0 mm x 100 mm, 135 cm ranger balloon catheter was advanced for dilation. During inflation, the balloon burst before it reached nominal burst pressure (nbp). The procedure was completed with another of the same device. There were no patient complications as a result of this event. It was further reported that the target lesion was 89% stenosed, mildly tortuous and mildly calcified. The device was removed from the patience slowly and carefully.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the superficial femoral artery. A 6.0 mm x 100 mm, 135 cm ranger balloon catheter was advanced for dilation. During inflation, the balloon burst before it reached nominal burst pressure (nbp). The procedure was completed with another of the same device. There were no patient complications as a result of this event. It was further reported that the target lesion was 89% stenosed, mildly tortuous and mildly calcified. The device was removed from the patient slowly and carefully.